Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool¿ smart touch" bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The patient came in for a standard pulmonary vein isolation (pvi) + cavo-tricuspid isthmus (cti). Intracardiac echocardiography (ice) was used during this case and no prior effusion was noted. Once they completed the pvi the doctor then proceeded to the cti. During radiofrequency (rf), approx the 8th lesion, the doctor noted that he heard a stem pop. There was no change in impedance, patient remained stable no effusion was noted at that time via ice. The case continued until they achieved block on the cti. The ablation catheter did not have char and was irrigating. Prior to calling the case, the doctor did once last check and noticed that there was an effusion. A pericardiocentesis was performed to drain the blood. Once completed, they monitored patient for another 10 min to ensure that there was no more effusion. The procedure was successfully completed. Additional information received indicated the adverse event was discovered post use of biosense webster products. The physicians did not provide an opinion on the cause of the adverse event. Patient was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was not performed. A steam pop was noted. Prior to noting the CT ablation was performed. The event occurred during rf on cti. Irrigated catheter was used in the event and the flow setting for smart touch" sf catheter at 50w 17ml. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: dashboard, vector and visitag and visitag module was used with the parameters for stability: range of 2mm, time: 3 sec, 3g. Tag size 2.